Event description:
It was reported to boston scientific corporation that a boston scientific sling system (exact type unknown) was used during a procedure in (B)(6) 2008 (exact date unknown).according to the complainant, the patient experienced a problem but the exact nature and date of onset of the problem is unknown. All other information is unknown and reportedly unavailable.